Manufacturer narrative:
Date of event: unknown, not provided. Best estimate is since (B)(6) 2018 to present. If explanted; give date: not applicable; the lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A patient called to report the experience she had following implantation of symfony intraocular lenses. The patient is unhappy and frustrated. Reportedly, the first lens was implanted in the left eye (os) on (B)(6) 2018 and she has had problems since. She reported that it felt like she has a wrinkle in the lens. In (B)(6), the patient visited a doctor for her eye checkup and was notified that she had a pulling away of the retina. The patient explained that her left eye is getting worse, that it is like she has a film over her eye and if she looks at the left side, she has the problem with the film. The patient has issues with closeup in both eyes. When she closes her left eye, she can see the distance fine and tv is very clear with the right eye. The patient indicated that the left eye is cloudy on one corner, and is getting worse, but it no longer feels like she has a wrinkle in it. As the patient reported, 3 weeks ago she had laser done on the left eye to correct the vision a bit, and it left her in a great deal of pain when trying to close her eyes but did not correct her vision. Again, she feels it is getting worse. The patient saw a new doctor, a retina specialist, (B)(6) 2019, to get a second opinion, and he referred her to a cataract specialist. Patient indicated that she has dry eyes as well and uses over the counter eye drops. She does not use any medication. Reportedly, the doctor advised her to blink frequently and that will produce tears in her eyes to lubricate her eyes. The patient has floaters, but no flashes of lights and that her doctor would want to see her if she has any of these symptoms. The patient indicated that she has an upcoming appointment with her doctor for (B)(6) 2019. No further information was provided. Patient has bilateral lens implants. This report pertains to the patient's left eye (os). A separate report is being submitted for the patient's right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the date of implant inadvertently was not populated in the initial emdr report; therefore, it is captured in this supplemental report. The following field was updated accordingly: if implanted, give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.